Event description:
During troubleshooting of an unrelated issue, it was reported that the homechoice automated pd set with cassette had air in the patient line during initial drain. The technical service representative (tsr) explained the issue and had the home patient (hp) cycle the power. The tsr assisted in ending therapy and advised the hp to start over with new supplies. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.